Event description:
(B)(4). Received notification that a patient had 3rd degree burns possibly caused by easywarm on the ICU after CABG procedure. The event occurred in (B)(6).

Manufacturer narrative:
Awaiting more details/information. We will submit a supplement containing additional information within one month of receipt of information.